Manufacturer narrative:
Per the customer, a proactive procedure has been implemented to verify unexpected results prior to reporting results outside the lab thereby preventing potential risk to patient safety. The customer procedure is to re-spin samples prior to repeat analysis. Service was offered at the time of initial contact, but the customer declined as there were no instrument malfunctions reported for this event. A definitive root cause has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results for an unknown number of patients that were generated by the unicel dxc 600i access immunoassay system. Repeat analysis of each specimen gave lower results that fit the clinical symptoms. No erroneous results were reported out of the laboratory. No specific patient results were provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or any change to patient treatment attributed to or connected to this event.